Manufacturer narrative:
The lead was received in 2 pieces. Final analysis found that the outer insulation was damaged at 16.3 cm and 18.4 cm from the electrode tip, due to clavicular crush. This condition could have contributed to the sensing anomaly in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes the atrial lead was fractured. The lead was explanted and replaced.

Event description:
It was reported that the patient presented to the clinic experiencing pectoral twitching. The atrial lead exhibited a sensing anomaly.